Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
Note: the data safety and monitoring board (dsmb) adjudicated the incident to be device related on (B)(6) 2009. The subject was enrolled in presidio and cerecyte coils in large aneurysm (pac) study with a diagnosis of a ruptured aneurysm. CT scan showed left frontal temporal hematoma and sub arachnoid hemorrhage (sah). Subject came in with a large, regularly shaped aneurysm of the left middle cerebral artery (mca) bifurcation that measures 18mm x 14mm and 8mm neck. Seven coils were placed with no residual filling of the aneurysm noted at the end of the procedure. The subject's hunt hess score was 1. It was noted during the procedure that the 2nd presidio 18 (14mm x 47mm) prolapsed out of the aneurysm. Subject developed hemiplegia in post operative recovery where the parietal branch of the sylvian artery was occluded secondary to the prolapsed coil resulting in stroke. A thrombectomy device was used to remove the clot. Subject was treated with lovenox and cebutil. The subject was discharged with mrs 3.